Event description:
Patient reported "deflation". Later healthcare professional reported "deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Healthcare professional later confirmed. Device remains implanted.

Event description:
Patient reported left side deflation (confirmed by physician). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.